Manufacturer narrative:
Correction: manufacturer date: 08/28/2017. Additional information: device available for evaluation? Yes. Returned to manufacturer on: 07/12/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. The handpiece was evaluated. The evaluation found the stack/ cable discoloration due to improper cleaning. There was evidence of moisture ingress and chemical exposure. The exposure would cause the discoloration and compromise the seal of the handpiece; leading to moisture ingress. The reported issue was confirmed, and the failure mode was due to improper cleaning and sterilization problem. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips whitestar phaco handpiece showed that there were no related issues or related non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The handpiece is working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Customer did not request for a field service specialist visit to the site and only an accessory exchange was requested. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that the handpiece would not tune and became too hot. There was no patient involvement for this event and no patient treatments delayed or cancelled. No further information was provided.